Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl. The customer experienced symptoms of xerostomia, blurry vision, and polydipsia. He treated with a bolus. Customer stated he would change the set with his insulin pump and call back if issues were to continue. Customer will not be turning the device for analysis at this time.